Event description:
Treating neurologist suspected a problem with the pt's lead because "the device was giving them some errors". The pt's relative reported that the pt has been seizure-free 11 months post implant and that pt was doing well in school, but that pt has recently seemed confused and was sleeping a lot more. Treating neurologist reportedly believes that contributing factors could be the pt's recent growth spurt and possible hormonal changes. It was reported that the pt no longer feels normal mode or magnet mode stimulation and that pt had experienced an increase in seizure activity. The pt's relative reported that the pt experienced some neck pain in a recent exercise class. Review of x-rays clearly showed a break in the lead, approximately 2cm inferior to the most inferior tie down on the strain relief loop. Both lead wires were apparently severed. The pt's vns therapy system (both lead and generator) were explanted. Review of manufacturing records revealed no anomalies that would adversely effect device performance. Investigation to date has been unable to determine the cause of the apparent lead fracture.